Manufacturer narrative:
For the investigation the logfile and the description of event was analysed, the device was tested and repaired on site. Other than reported the device was not in use on the described date of event. According to the logfile it is assumed that the issue took place on (B)(6) 2019. At 11:14 am the device generated the alarm ¿battery indication not reliable !¿ and at 11:41 am the alarm ¿internal battery depleted.¿ some seconds later the device turned off due to a faulty battery. In total the logfile showed for 2019 repeatedly the alarm "battery indication not reliable !" In the case of this alarm the instructions for use states: note incomplete charging and discharging cycles may lead to an incorrect display of the charge state of the internal battery. Inaccuracy is indicated when the message "battery indication not reliable !" Is displayed on the screen. Improve the accuracy by charging the battery completely and afterwards discharging and charging it completely again. If there is no improvement, inform dräger service. Per the test instructions, the battery has to be replaced every three years, the exact age of the battery at the date of event is unclear, however it is known that it was just over 3 years old in (B)(6). The device was repaired by replacing the battery and is back into use without further problems reported.

Event description:
It was reported that the unit went down on a patient - the battery was not reliable and the machine shut down. There was no patient injury reported.